Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product. In addition, a social media article was acquired relating this event.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR numbers 2937457-2014-00327, 1225714-2014-00695 and 1225714-2014-00696.